Event description:
During anterior lumbar inter body fusion - distractor pin (tip) broke off in l5 vertebral body. A second pin was inserted and again tip broke off. These pins are reusable. The daner rep assembles the retractor and the pins in central sterilizing porous to the sterilizing porous. The daner rep inspect the pins for stress, or weak spots and determines whether they should be replaced.